Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: it was reported that prior to cutting bone, silver portion of the handle on mics power fell off the device. The screw at the bottom of the handle, which holds the silver portion of the handle to the device, backed out causing said silver portion to fall off. Both the screw and silver piece were found. Procedure was completed robotically. There was no patient harm associated. Product evaluation and results: product inspection could not be performed as the product was lost and not available for evaluation. Product history review: device history records indicate 25 devices were manufactured under prodex lot k0bga and all (B)(4) devices were accepted into final stock on 07/13/2018. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, prodex lot k0bga shows no additional complaint(s) related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is nc(B)(4) and CAPA (B)(4). The device was not returned for evaluation.

Event description:
Prior to cutting bone, silver portion of the handle on mics power fell off the device. The screw at the bottom of the handle, which holds the silver portion of the handle to the device, backed out causing said silver portion to fall off. Both the screw and silver piece were found. Procedure was completed robotically. There was no patient harm associated. Surgical delay- =15 minutes. Case type: (B)(4).

Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
Prior to cutting bone, silver portion of the handle on mics power fell off the device. The screw at the bottom of the handle, which holds the silver portion of the handle to the device, backed out causing said silver portion to fall off. Both the screw and silver piece were found. Procedure was completed robotically. There was no patient harm associated. Surgical delay- =15 minutes. Case type: tka.